Manufacturer narrative:
(B)(4). The device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt's pump was explanted and replaced due to eri (elective replacement indicator). The catheter was implanted in the cephalic vein; the pump was used to infuse xylocaine 200 mg/ml. There was no pt injury or complication reported.